Manufacturer narrative:
This is a resubmission of initial MDR per request from (B)(6), FDA medwatch program. Inital MDR originally submitted on 02/12/2018. MFR report # has been corrected.

Event description:
The customer reports: the doctor made three attempts to insert the device. One nearly sheared off. The 4th attempt was successful. There was no patient injury or consequence. The patient is reported as fine. Therapy was not delayed/interrupted.